Manufacturer narrative:
The investigation for the reported air embolism, low flow issues, and placement issues has been completed. The impella device was not returned for evaluation. Data logs were reviewed which showed no signs related to purge leak issues. Clinical details provided were sufficient to determine the root cause of the placement and flow issues. The root cause of the flow issue was most likely use related as the pump was zeroed causing false low flows; motor current remains stable during this time period indicating the pump to be flowing within normal ranges. The root cause of the positioning issue was most likely use related as the pump was repositioned under echo guidance and pulled back so that the pump was shallow in the pa; the patient was not sedated during tee and thus bucked and coughed causing the pump to fall into the rv. Air bubbles were seen on the echo while the pump was set to p-6. The root cause of the embolism was not determined since product was not returned and the relation to impella is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 46-year-old male with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. It was reported the pump had low flows/suction and had signs of an air embolization were observed, that cleared with a p level adjustment. The pump had migrated to the right ventricle and was unable to redeliver to the pulmonary artery. The pump was explanted and replaced with proteck duo for continued support. The patient was reported as stable.